Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: quantity of product involved was entered as 38. Please confirm the number of devices that demonstrated the alleged deficiency during this procedure? What is the procedure name and date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the suture breaks halfway through use. There were no patient consequences reported. Additional information was requested.